Event description:
Pt implanted with tfn on (B)(6) 2012 returned to surgeon complaining of pain. Reportedly, pt felt pop while getting into bed and experienced a sudden onset of pain. X-rays showed the helical blade had migrated through the femoral head and engaged the acetabulum. Helical blade, nail, end cap and locking screws were removed on (B)(6) 2012 and pt was revised to a total hip. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.